Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On 05/08/2026, it was reported that the patient experienced inaccurate cgm values. On the day of the incident, the patient experienced a hypoglycemic event while alone. Prior to the incident, the patient stated he was feeling fine and did not notice any symptoms. The sensor had been working properly for several hours. While at walmart, the patient suddenly collapsed and lost consciousness briefly. An ambulance was called. Upon evaluation, the ambulance personnel informed the patient was hypoglycemic. The patient was then transported to the hospital. The patient was unable to recall the glucose readings prior to or during the incident but maintains that the device appeared to be functioning as intended before the event. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. At the time of the report the patient was fine. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.